Event description:
It was reported via repair work order that a patient had difficulty getting out of the bed as the bed would not lower due to faulty angle sensors. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.